Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), nasal & sinus congestion, pneumonia. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator device's sound abatement foam. The patient alleged eye irritation, respiratory tract irritation, dizziness and/or headache, asthma (new or worsening), nasal and sinus congestion, pneumonia. Medical intervention was not specified by the patient. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped. In addition of the above evaluation, the device's base enclosure needs to be realigned due to the misaligned base closure.